Manufacturer narrative:
Product complaint # (B)(4). Visual examination at the macroscopic level revealed that the fracture was located at the upper jaw of the device. The other end of the distal tip of the jaw that broke off was also returned. The fracture analysis report notes that the uniform surface of the fractured surface indicates that the device underwent a static failure. The absence of rotational deformation and a termination site implies that the device was broken under a cantilever force. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the upper jaw of the plate holder fracturing cannot be positively determined. However, the fracture analysis report notes that the uniform of the fracture surface indicates that the device underwent a static failure due to a single, sudden, unexpectedly high force placed on the jaw. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the extension surgery reported (B)(4) on (B)(6) 2019, the rod holder tip was broken when the surgeon rotated the implanted rod (p/n, lot# was unknown) by using reported holder because the surgeon felt the difficulty to remove the rod due to soft tissue. There was no adverse consequence to the patient. No further information was provided by the hospital.